Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that during a noredrenaline infusion the device alarmed for air in line and when the user removed the set from the device it came apart. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.